Manufacturer narrative:
H6: device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated, that the surgeon implanted, a 12.6mm vicmo 12.6 implantable collamer lens of diopter -5.50, into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens, due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.